Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems, instruction for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the procedure was to treat the moderately calcified, slightly tortuous lesion in the mid left anterior descending (lad) coronary artery. The lesion was serially dilated with 2.5x12 mm and 2.75x12 mm balloons and then the 2.75x28 mm xience prime stent was deployed. A distal edge dissection was noted and was covered with a 2.5x12 mm unspecified drug eluting stent. There were no adverse patient sequela. No additional information was provided.